Event description:
Caller (mdt rep) is currently with patient who is reporting shocking in the pocket when the ins is on. Patient can touch pocket and illicit the sensation. Patient has had stimulation turned off since event occurred about 2-3 weeks ago. No falls or trauma reported, but patient reportedly gained approx. 90 pounds since implant. Shocking sensation confirmed does not occur when off. Caller tried to identify which lead is causing the shocking, but it appears the patient is feeling shocking with both leads. We discussed possible fluid short as the reason for shocking as well as possible revision.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the a manufacturer representative. It was reported that patient had his stimulator turned off. When stimulation is on, patient feels jolting sensation at ins pocket site right away. Impedance and lead connectivity check are all within normal limits. Patient indicated the jolting sensation occurred about 2 weeks ago. No fall or trauma, no diagnostic procedure or bumped ins pocket site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient (pt) reported that they kept getting zapped, which began on its own on (B)(6) 2021.  They explained that if they touched the implanted neurostimulator (ins) or leaned back, they would feel the zapping.  The zapping was also occurring when the ins was off.  The patient was alos having pain all over their body.  The patient was redirected to see their doctor to have the device checked.